Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign matter in the nozzle could not be determined, however, it is likely that foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged due to inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: h10 (labeling). Corrected fields: h6 (remove code 4228 from findings as the user's reprocessing methods are unknown), h10 (reprocessing steps are unknown). It was confirmed that the nozzle was not deformed and it is unknown if the user conducted reprocessing in accordance with the instructions for use (IFU). As such, the cause for the foreign material remaining in the device could not be specified. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. While covering the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability function did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip and had a white-clouded area due to chemical or physical stress. It was observed that switch 4 had wear due to handling. It was also observed that the plastic distal end cover had a dent. Lastly, scratches were observed on the following unit components due to physical stress caused by handling: switch 1 and 2, image guide protector and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had poor water supply. There was no patient/user harm or injury reported due to the event.